Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an anomaly between the pre-cast header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly which is unrelated to the field safety actions. The header anomaly was noted to have a ¿orange peel¿ appearance on the header backfill area. This was due to the by-products of an amine blush reaction hardener and air, commonly formed after epoxy resin and hardener are homogeneously mixed and dispensed into the backfill area. The cause was traced to a manufacturing process anomaly which may have occurred and resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.